Event description:
It was reported that the patient presented in-hospital after receiving inappropriate therapy due to atrial oversensing. Lead dislodgement was found. Lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure, lead was otherwise normal.